Event description:
It was reported that the cover of the aseptic battery housing opened during surgery. Nothing fell into a surgical site, and there was no patient involvement, no surgical delay, and no allegation of adverse consequences associated with this event.

Event description:
It was reported that the cover of the aseptic battery housing opened during surgery. Nothing fell into a surgical site. New information was reported on (B)(6) 2013. There was a five minute delay in the procedure. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event, battery cover opened during surgery, was duplicated; it was confirmed the delrin ball detent was missing by an engineer through visual inspection. A missing delrin ball may allow the lid of the housing to open unintentionally. Possible causes include wear due to extended use, mechanical damage, or degradation due to extended autoclaving. The battery housing is not a repairable device and will not be returned to the user facility.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.